Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, an unspecified number of tubes seemed to have increased pressure in the tube leading to the stopper pulling out of the tube by the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, an unspecified number of tubes seemed to have increased pressure in the tube leading to the stopper pulling out of the tube by the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore 100 retained samples were visually inspected, with the closure correctly assembled and placed on the tubes, and no cocked stoppers were identified. Additionally, 10 retained samples underwent functional tests, with all weights being within specification limits. No issues were identified with the closure being loose or separating from the tube during or after the testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pullout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.